Event description:
The following report was received from the clinical study: the patient was experiencing moderate chest pain from 2004 through 2005. On the event date, the chest pain was resolved via a percutaneous procedure. During this procedure the index lesion at the proximal circumflex was revascularized with a non-cordis stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.